Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 6 rails failed. The field service engineer replaced scanner to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer 6 and 7 failed to open.the customer added that this malfunction caused a delay in retrieving medication to patient.however, there were no adverse events or injuries reported based on this event.